Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (unable to charge battery pack) was confirmed. As received, the charger would not recognize a battery pack. Upon evaluation, there was insect contamination throughout the unit. The cause of the inability to charge a battery pack is the contamination. The root cause of the contamination is exposure to insects during patient use. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a charger indicating that it would not charge a battery pack.